Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricle lead was failing to capture. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct implant date should have been (B)(6) 2016, rather than (B)(6) 2016.